Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 501 mg/dl and 161 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that while pt was having a biopsy on the left temple (same side as lead -- left stn), the pt felt a tingling down the right arm. Once the cautery stopped, the tingling subsided. The biopsy indicated that further treatment was necessary. It was recommend that radiation would be a better choice and the radiation beam should be directed away from the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.